Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/ tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/ retract the helix at the lead revision, caused the inner conductor coil to break. Laboratory analysis was unable to identify any lead characteristics that would have caused or contributed to the clinically observed pacing anomaly.

Event description:
It was reported that the patient with this right ventricular (rv) lead sought medical intervention due to feeling dizzy. During system interrogation, it was identified the rv lead was not pacing as expected. Outputs were increased to troubleshoot pacing functionality however, even at the highest device settings, no pacing was observed. The physician elected to surgically reposition the lead. During repositioning attempts the helix functionality did not perform as expected to obtain proper lead tissue placement, at which time the lead was removed. Another lead of same model type was implanted without complication, following explant of this chronic lead. No other resulting adverse patient effects were reported and the explanted lead was later returned for laboratory analysis.